Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a vats esophagectomy, a nurse noticed that the tissue pad was partially detached during abdominal manipulation. After that, the tissue pad was detached off when it was touched with fingers by a nurse. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.